Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, a stent thrombosis occurred leading to a stroke. The etiology of the stroke is unknown at this time, though the patient was noted to have weakness and aphasia. The physician performed a thrombectomy to address the thrombus. The patient was reported to be improving a couple days post-op.